Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump charger connection was difficult, requiring movement to maintain contact for charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.